Manufacturer narrative:
(B)(4) date sent: 3/29/2023 b3: exact date of event is unknown reported as occurring in (B)(6) 2022, entered as (B)(6)2022 additional information: the only information the rep has been able to obtain is that this event occurred in (B)(6)2022. The account could not provide specific dates or any other details. B3

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. Additional information received: per dr. Kudav, he is trained in hospitals almost exclusively with ethicon products. He has lots of experience with ethicon stapler products. Gold and blue reload cartridges. Per dr. Kudav, when he started using staple line enforcement product, he noticed improvement in hemostasis. However, within 6 months of starting to use it, he started seeing leaks. Usual process is to start with blue cartridges and depending on the thickness of tissue he might use one additional blue. For the remainder of stomach, he uses white cartridges. Have noticed he has improved hemostasis in the operating room but recently has seen two-week delay in bleeds. This is something new. When thinking of possible contributors, a decrease in the staple height is the only thing that he can think of that has changed. He has been operating with the change in reload selection to white since december 2021-jan 2022. This is an intraluminal bleed occurring at week 2. Per dr. Schaffner ¿ he is experienced but new to this practice. He started in august of 2022; therefore, procedure volume size is low. However, he had used ethicon products exclusively in fellowship. His concern mainly is around hemostatic of the product. He had one patient that needed a transfusion. The patient was fine in the operating room, the next day he had hemoglobin drop and had to transfused.

Event description:
It was reported that post-op to the laparoscopic gastric bypass procedure that patient returned with delayed bleeding, nauseous and dizziness. The surgeon believed that three times it came from the gastric remnant. The surgeon referred to it as intra luminal bleeding that eventually passed a blood clot through his bowel movements unknown how it was treated. The patient required a blood transfusion. No other information could be provided at this time.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any difficult with the device in the initial procedure? What is the typical reload selection throughout the procedure and the corresponding anatomical structure? Was the post-operative care altered in any way with the 4 patients not requiring transfusion? What testing was completed to identify the source of the bleed? Why does the surgeon believe the bleed came from the staple line? What is the surgeon¿s standard perioperative anticoagulation regimen? Did the patient have any known coagulopathies? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.